Manufacturer narrative:
The reported event of there was a gap between the docking cap and the device was not confirmed. As received, a complete catheter was returned with an associated device docked in the docking cap. Visual and x-ray examination did not find a gap between the docking cap and the device. The device could be docked, undocked, and released with no difficulty. No anomalies noted.

Event description:
Related manufacturer reference number: 2017865-2023-20156. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the delivery catheter was exhibiting deflection issues. When turning the deflection lever, there was a gap between the catheter and lp and the lp failed to be properly positioned. The catheter and lp were explanted and upon attempting to properly redock the device, the slight gap was visualized. The products were exchanged, and the procedure was completed without further issue. The patient was stable.